Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. Abstract citiation: kim, bm kim, dj kim, et al. "Onyx embolization for aggressive-type isolated dural arteriovenous fistula using the double lumen balloon catheter." Interventional neuroradiology 2015, vol. 21(1s) 227¿340. Mdrs related to this article: 2029214-2016-00548 2029214-2016-00549.

Event description:
Medtronic received information through review of literature that there was onyx migration to the middle cerebral artery in one patient. This study aimed to compare the results of transarterial onyx embolization using a dual-lumen balloon catheter with those using non- balloon catheter for aggressive- type (borden type, 2 or 3) isolated dural arteriovenous fistula (ai-davf).